Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient to develop a polyp related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external inspection of the device was completed by the manufacturer and found there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. An internal inspection of the device was completed by the manufacturer and found there is unknown debris in the tracks of the ui panel. Pil notes that there are mineral deposits present on the motor casing and blower box housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the device has unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found on blower motor and within blower box housing. Water ingress has been previously addressed in inv1023. There was no evidance of sound abatement foam degredation. Section d8, d9 and h3, h6 updated in this report. Section b7 corrected inthis report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a polyp. The medical intervention that the patient received in response to this event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.